Manufacturer narrative:
DHR - no anomaly was found that could lead to the reported condition. Based on the documentation review, the finished good met all product specifications. DHR review confirmed that expiration date of product was december 31, 2017. Failure analysis is not possible because complaint unit will not be returned for evaluation. A complaint review board (crb) meeting was held and complaint was discussed. Based on complaint information provided and documentation review, product was used expired, and integra does not guarantee the physical properties of the product beyond its expiration date. Based on that it was determined that retain sample evaluation was not required. Even though, visual inspection was performed to the retain samples and confirmed no anomalies within the packaging, sealing or color of the product. Root cause - based on investigation and complaint information provided, we are able to determine root cause for this event is expired product used by the customer leading to a surgery revision.

Event description:
It was reported that on (B)(6) 2018 patient went to the emergency room because the product came out of the wound. On (B)(6) 2018 patient underwent a general anesthesia intervention in order to remove the bone material and to perform a bone augmentation.

Manufacturer narrative:
Additional information received: on (B)(6) 2017 a sinus lift (right side) was performed with copios filling and biomend extend membranes. On (B)(6) 2018 two implants were placed on tooth location 16 and 17. On (B)(6) 2018 patient went to the emergency room due to pain. On (B)(6) 2018 patient went to the medical office for a checkup and had infection, suppuration, pain and bone loss and product came out of the wound. Antibiotic therapy was done. On (B)(6) 2018 patient would underwent a general anesthesia intervention in order to remove the bone material and to perform a bone augmentation. Additional information confirmed that for the surgery of (B)(6) 2018 no biomend extend membrane were used. Investigation findings: UDI number: (B)(4). As reported, the product was used in (B)(6) 2017, and ¿product came out of the wound¿ was observed on (B)(6) 2018 (10 months after). Biomend extend is a collagen product that is completely absorbable. The biomend extend membrane should be absorbed approximately 18 weeks (approximately 4.5 months) following surgery. Therefore, the product should have been completely absorbed about five (5) months prior the reported incident. Another procedure took place on the patient on (B)(6) 2018 in which biomend extend was not used - two (2) implants were placed on tooth location 16 and 17 (3rd molars or wisdom teeth; 16 left-upper jaw, and 17 left-lower jaw). No adverse event was observed/reported at the moment of the implants¿ placement that could indicate a situation with the biomend extend product used on (B)(6) 2017. Controls and procedures are in place to ensure product compliance. No deviations were observed from this investigation that could cause the reported condition. Therefore, based on the events¿ description and timeline above described, it is not likely that the product observed on (B)(6) 2018 is related to the biomend extend product used on (B)(6) 2017.